Event description:
It was stated that the customer was hospitalized twice for low blood glucose levels. The customer states that he has hypoglycemia unawareness. Troubleshooting was performed and it appears to be working correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.